Manufacturer narrative:
The ft3 reagent lot number and expiration date were requested, but not provided. The field service engineer found that dispense nozzle tubing came off and spilled reagent onto a printed circuit board. The tubing was re-attached. The printed circuit board was cleaned. The customer ran controls and all recovered within expected ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received abnormal low signal alarms on the cobas e 801 analytical unit. The customer noted that controls recovered extremely low for all assays on the analyzer. Questionable test results were measured for an unspecified number of patient samples. Corrected reports were issued for 5 patient samples. The customer provided an example of data for one patient sample with discrepant results for elecsys ft3 iii. The sample initially resulted in a ft3 value of 31.5 pg/ml. The physician questioned the result. The sample was repeated, resulting in a ft3 value of 3.04 pg/ml. The repeat value was deemed correct.